Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The display screen was pink and dim.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings a battery compartment leak was observed. The leak was determined to be due to a cracked pump case. There was evidence of moisture inside the pump on all internal pump components: there was moisture corrosion on all printed circuit boards, on the motor flex connector, and near the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum w/moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.